Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2471 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that on (B)(6) 2021 after catheter insertion nurse was connecting the extension set but catheter was not passing through the sleeve of the connector, so they have to spend 15 minute of continuous effort and manipulation to get success. No other information was provided.